Manufacturer narrative:
The reported event for ineffective therapy was not confirmed. As received, the lead was complete but cut. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Continuity of the lead body segment was measured from end to end of each wire. No opens were observed in any of the lead segments.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention was undertaken wherein the entire system was explanted.